Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonvideoscope had a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the bending section cover or distal sheath identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.